Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: review of the blackbox revealed data from (B)(6) 2013. The last basal delivery was recorded on (B)(6) 2013. There were several ¿power on reset¿ events resulting from battery replacement. The battery voltages recorded before the ¿power on reset¿ events were above the ¿low¿ and ¿replace¿ battery thresholds. There were multiple ¿replace battery¿ alarm and ¿low battery¿ warnings observed in the alarm history. A time/date reset was observed in the blackbox data on (B)(6) 2013 after 2 hours of ¿power on reset." The battery compartment and the battery cap threads were intact without damage. The cap¿s top slot was damaged, but the cap was able to fit securely. The pump powered ¿on¿ and displayed the ¿verify¿ screen as intended. The battery cap was tightened and then unscrewed ½ turn with no ¿reboot¿ occurring. The pump was exercised for 24 hours with no power interruptions, or alarms occurring. An external power supply was used to simulate a ¿low battery¿ warning, and a ¿replace battery¿ alarm. The pump gave the correct visible and audible battery warnings /alarms. The pump cover was removed for investigation with no intermittent condition found to the interior components of the pump. There was moisture corrosion was found on the printed circuit board. The pump was disassembled and the internal clock battery was found to be leaking, accounting for the record of time/date reset in the blackbox. When a new aa battery is inserted, the pump displays the default date and time, which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a device was not powering on with any audio tones or vibrations. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).